Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The ICD was removed and a new ICD was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 5568-53 lead, implanted: (B)(6) 1999; 4296-88 lead, implanted: (B)(6) 2011. (B)(4).